Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device manufacturer date: 11/29/2017 (if lot number is 171120a43a), 12/02/2017 (if lot number is 171124a12a). Reported two guide wires were returned for evaluation. One wire was fractured (the subject wire) and the other wire was deformed at the distal segment. The subject wire had its coil wire elongated for approximately 150mm originating from the middle solder at 45mm from the distal wire end and fractured. The inner coil wire underneath the coil wire was exposed. Microscopic observation found the fracture end of the elongated coil wire shaped like a cone, suggesting the coil wire was fractured due to tensile stress. Coils of the inner coil wire were found disarranged, inferring that continuous torsion was applied on it. Distal to the distal end of the inner coil wire, core wire and twist wire that composed the core were found twisted and fractured. The other returned wire was also observed. This wire remained in one piece; however, its distal segment was helically deformed and tangled up with the coil wire fragment of the subject wire. The coil wire fragment was removed. It measured approximately 80mm and its fracture end was cone-shaped, suggesting it was ductile fracture. By measuring the returned segment of the subject wire, it was concluded that approximately 7mm of the core and approximately 3mm of the coil wire (when wound) were missing. Two lot numbers were provided by the user facility; which lot number corresponds to which wire could not be confirmed. For either lot number, lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tensile and torsional stress exceeding the wire's design limit was inadvertently applied to the wire while it was being trapped between the vessel wall and the deployed stent. The stress led the core, composed of core wire and twist wire, to become fractured. Then the tensile stress was assumed to be applied upon removal from the vasculature, eventually led the wire to separate into two pieces. There was no indication of product deficiency. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the subject guide wire became fractured during a percutaneous coronary intervention (pci) to treat a 75-90% stenosis in the lcx #13-14. The first asahi wire was advanced to #13, and the second asahi wire, the subject guide wire, was advanced to #14 for protecting purpose. The a stent was delivered to #13 and deployed. The first wire was then advanced to #14 through stent struts in order to support the subject wire to be removed from the jailing stent. Upon removal, the subject wire became stuck by the stent and fractured. Ivus showed that the radiopaque segment of the subject wire was left inside the stent and its elongated coil wire was extended to #13 to left main (lmt). To retrieve the wire fragment, the first wire was used to tangle the elongated coil wire and was able to catch the segment that extended to lmt. A portion of the wire fragment remained in the vessel and embedded with another stent. Pci was completed after ivus confirmation was made that the vessel lumen retained open. Reportedly the patient was being fine without adverse effect after pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.